Manufacturer narrative:
Investigation/conclusion: further investigation cannot be pursued because there is no lot number. Trend code analysis is performed in the monthly complaint review.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 3.7 and 1.7. The time between testing was 20 minutes. Therapeutic range was unknown for the patient. There was no reported adverse patient sequela. There was no additional information provided.